Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) associated with the finished goods batch was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 205mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer found kinking to the outer and inner wire lumen 42mm distal from the port bond skive of the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 3.00x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.